Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4) date sent to the FDA: 07/27/2016. (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Location and incision size of product application? What prep was used prior to prineo use? Was the prep allowed to dry prior to prineo mesh application? Please describe how the adhesive was applied on the tape? Was the dermabond liquid adhesive placed to cover the entire length of the mesh? Did the prineo mesh extend beyond the patient incision? Was incision re-prepped before closure? If so, with what? If so, was the prep allowed to dry? Was the skin prep solution wiped off and allowed to dry before applying adhesive? Was a dressing placed over the incision? If so, what type of cover dressing used? Did the skin reaction extend beyond the borders of the tape do you have any pictures of the reaction? Was another method used to close the incision? Was the site cultured? If so, what bacteria were identified? Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? Is the patient hypersensitive to pressure sensitive adhesives? Were any patch or sensitivity tests performed? Lot number involved. What is the physicians opinion of the contributing factors to the reaction? What is the most current patient status? Is the product or representative sample (product from the same lot number) available for evaluation? Patient demographics: initials / ID; age or date of birth; bmi patient pre-existing medical conditions (ie. Allergies, history of reactions) was the patient exposed to similar products, such as artificial nails? Was prineo/demabond or skin adhesive used on the patient in a previous surgery or wound closure?

Event description:
It was reported that the patient underwent a mammoplasty on (B)(6) 2016 and the topical skin adhesive was used following the manufacturer instructions. After three days, the patient began experiencing moderate itching with no sign of allergy or other pathology and required to return on (B)(6) 2016. On (B)(6) 2016, the patient affirmed that the problem increased and her breasts were reddish. During the exam, allergic condition and itching were observed. The topical skin adhesive was removed and the patient started the treatment with topic corticoid, nebacetin e fenergan via oral. Since that, the surgeon maintained changing of curatives daily. The surgeon opined that topical skin adhesive related to allergy. Additional information has been requested.